Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a hospitalization for severe hypoglycemia with cognitive impairment. The nurse / educator contacted animas for information on how to verify the amount of insulin that may have been given. The review of the pump indicated that the pump was primed at 13:19 and then a bolus was given in the amount of 4 units; the reporter indicated that the patient was found unresponsive around 17:00. The patient was allegedly transported via ambulance to the emergency room and was admitted to the intensive care unit and the pump was removed. Animas attempted to contact the patient to troubleshoot the event but was unsuccessful. This report is made based on the allegation that the patient was hospitalized for severe hypoglycemia related to use of the pump.